Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the image guide protector had a scratch, the scope connector cover unit had a scratch, the lock engagement lever had a scratch, the lock engagement knob had a scratch, the up/down and right/left knobs had a scratch, the plastic distal end cover had a scratch, the switch box had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration and a scratch, the suction cover had a scratch, and the connecting tube had a scratch. The device was cleaned, disinfected, and sterilized before returning to olympus. The air/water nozzle was flushed with air/water and detergent solution with no delays and no abnormalities detected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a poor air and water supply. The issue was observed during a procedure. The procedure was completed with a similar device and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.